Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a pixie oxygenator, before pumping, the patient was oxygenated about 90% and the patient was cooled to 30 degrees. When the perfusionist initiated pumping, they saw the arterial blood's color was dark red instead of light red and so was concerned about the oxygen efficiency of oxygenator. The perfusionist quickly got a blood gas result. When they awaited the results of the blood gas, they had to start cross clamping. The result of po2 was 60.8, the patient was oxygenated about 100 % and the patient was cooled to 26 degrees. The perfusionist then got a second blood gas result of44.5= po2. Then the perfusionist filled up the heart to encourage it to work itself. The anaesthesiologist vented the lungs manually and never stopped during the clamp time (clamp time was 18 min in total). When the asd case was done and they went out from cross clamping, the anaesthesiologist vented the lungs manually again, after cross clamping. After the case, an hour later the patient was awake and their eyes were fine. The patient's nirs level decreased when patient is with aorta clamped, due to the pixie oxygenation problem. The case was asd. Cross clamping time was 18 min. O2 level was 1.2 lt. Flow was 1.170 cc. Givens were 350 mm blood, mannitol was 10 cc and the prime solution was voluven about 250 cc. Max act level is 383.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: heparin 25.000 iu /5ml was used during the procedure, commercial brand is poliparin. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Performance analysis: pressure integrity testing shows no internal or external leaks when run at 1 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Testing was conducted at a 1:1 ratio (2lpm blood <(>&<)> gas flows) the results were compared to historical test results of other used pixie hfo¿s. 02 xferc was 110 ml/min, as compared to historical average of 104.76 ml/min. Co2 xferc was 72 ml/min, as compared to historical average of 69.42 ml/min. Blood side pressure drop was at 108 mm/hg, as compared to historical average of 118.16 mmhg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.